Event description:
Surgeon removed the poly while doing a patella tendon repair.

Event description:
Surgeon removed the poly while doing a patella tendon repair.

Manufacturer narrative:
The reported event indicates the insert was removed and replaced during a patella tendon repair. There is no indication that the insert contributed to the reported event. It is likely the poly had to be removed to access the patella tendon, or was damaged during surgery. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.